Event description:
On 05/18/2007, a suboptimal response to the bupivacaine 0.75%/dextrose 8.25% 2ml -marcaine- in a bd spinal anesthesia tray -product #405673/it5456- was reported. The bd rep took the remaining inventory of trays, saying he had another hosp report a similar lack of response to the drug. Lot no gd 837005, exp 03/08.